Event description:
It was reported that subsequent to the implant of a protegen sling, the pt "began experiencing complications." There is no further info available on this case and the device was not returned for eval.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced pelvic pain, numbness in her leg and pain during urination. The device remains implanted in the pt.